Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer. This complaint was recorded from a live chat. Patient refused to disclose dentist contact information. Follow-up was not possible. Please note this emdr is submitted late due to technical issues in setting up a successful esg account.

Event description:
A patient inquired through live chat asking if lip burning and swelling were associated with the bleaching agent. Evolve customer service rep. Responded that the patient may be having an allergic reaction to the desensitizer and to cease use. The patient said they would but would not provide the name of their dentist or contact information for follow-up.